Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation; two events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. Three devices were found to be affected by worn or damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.